Event description:
The wife of a male patient contacted lifecor customer support to report that her husband had passed away. The wife thought he died from a cardiac arrest. Patient's wife stated that when the paramedics arrived they tore off the lifevest and started working. Patient died at home.

Manufacturer narrative:
No device analysis is needed because there was no problem with the device. From the flag files it can be seen that the device properly declared asystole. The asystole event is attached.